Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111501 - the dentist reported that 23 days after the dental implant was installed in intraoral region #7 it was verified its non- osseointegration. Implant was immediately carried out, 35 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type iii.